Event description:
I purchased the (B)(6) version of the oral b toothbrush; after several usages, the brush head became a bit loose and now pinches your skin when brushing your teeth. Today when I used it the brush pinched the side of my mouth causing the skin to break and bleed. I replaced the brush head but have noticed that the new replacement head is also somewhat loose and I believe will do the same thing upon multiple brushings. This product is unsafe to use; the pain it causes is fairly substantial and today's incident that broke the skin and caused bleeding is fairly severe.